Event description:
Sub-q break & embolization. The catheter ruptured during chemo treatment. Patient was complaining of pain and burning during the infusion. Catheter broke & embolized, had to be removed, & the embolized piece was successfully snared.